Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and e70 alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor position encoder error in alarm history. Customer¿s blood glucose level was unknown. Customer was unable to rewind insulin pump as they received motor error during rewinding. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.